Event description:
It was reported that the device had not been working for 9 or 10 years. The patient was apparently disconnected according to x-rays. The device was disconnected because of a fall they had about nine years ago. It looked like it was disconnected at l4 and l5. They needed to have the device removed or repaired. The patient had problems if they needed an MRI or xrays. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1994, product type: extension. Product ID: 3587a, lot# *unkser, implanted: (B)(6) 1994, product type: lead. (B)(4).